Event description:
It was reported that during a whipple procedure, the surgeon fired the stapler on branch of superior mesenteric artery. Surgeon reported everything looked good after stapling. Three days later, patient was brought back to surgery for a re-operation (no details available regarding symptoms that brought patient back for re-operation). Surgeon said she saw bleeding from artery and patient had a belly full of blood. Surgeon did not see malformed staples, though area not hemostatic. The surgeon over sewed staple line where artery was bleeding. No blood products were given. No device will be returned as discarded during previous surgery.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.